Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that during follow-up in clinic, loss of capture on left ventricular lead was observed. Left ventricular lead dislodgement was confirmed on chest x-ray. Lead was explanted and replaced. Patient was fine and was discharged.

Manufacturer narrative:
Patient age is (B)(6) and weight is (B)(6).

Manufacturer narrative:
Additional info: male.